Manufacturer narrative:
D4 and h4 unique identifier (UDI), medical device serial, medical device model, medical device catalog and device manufacture date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not releasing when prompted to unlock and multiple unlock attempts were required to release the latch. A field service engineer arrived onsite and had the escort cycle count an item in the refrigerator to test the qlock and the qlock clicked but did not illuminate or release the latch. The device was shut down, and the latch was inspected. The latch was found to be faulty and was replaced to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, smart remote manager system was not releasing when prompted to unlock and multiple unlock attempts were required to release the latch. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.